Manufacturer narrative:
The customer was not able to identify the lot number, therefore the device history record could not be reviewed. The actual mask worn was discarded after use. The customer also stated they did not know which box the mask had been pulled from; and due to high usage, the box was probably empty by now, therefore a representative sample also was not available. Since a sample was not provided for evaluation, the root cause could not be identified. It was verified that this device is made with qualified, tested, and approved materials; and the device is made to meet specification requirements. Awareness documented training was provided to the employees involved in the processing of this product in order to make them aware of this issue. All operators are certified in their respective operations. We will continue monitoring customer complaints for issues of this nature.

Event description:
Nurse¿s face was itchy/red/broke out in rash and hives; and later that night her face became swollen. The next day she went to the urgent care because her face was still swollen and broken out. She received a steroid injection, po steroids, and po antihistamines. These helped, and her face went back to normal within a few days.